Event description:
It was reported that the patient passed away due to cardiogenic shock. Additional information was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiogenic shock and subsequent patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. As of 19mar2024, the device had not been returned for evaluation. If the device returns at a later date this investigation will be reopened. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists adverse events, including death, that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.